Event description:
It was reported to philips that the dr circuit-breaker disarmed; it is unclear if the device caused the issue on an azurion 5m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
No recurrence: case closed after remote troubleshooting. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).